Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated. It was also noted that a magnet response was non-existent; the patient's rate was less than 60 beats per minute (bpm) and there was no evidence of pacing. Boston scientific technical services (ts) advised replacement and the return of the device for evaluation. The device was subsequently explanted. No adverse patient effects were reported. Additional information was provided that the device would not be returned for analysis.